Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. An internal and external inspection of the device found no discrepancies. The device was recertified and returned to the customer. It's important to note that the pads received with the device were pediatric pads, with pediatric pads attached, the error messages seen in this event are expected while in diagnostic mode. Analysis of reports of this type has not identified an increase in trend.